Manufacturer narrative:
Updated fields: d1, d2a, d4, d9, g3, g6, h2, h3, h4, h11. The icp monitor (ID 826634) was returned for evaluation. Device history review: no anomalies were identified that occurred during the manufacture or packaging of the device. Failure analysis: during the evaluation the lcd, housing and psu suffered physical damage. The icp console will need a psu, battery, housing, and lcd to correct the repair. Replaced the psu, battery, housing, and lcd to correct the problem. Performed an evaluation and function test. The icp console passed all tests. The complaint was confirmed. Root cause analysis: the likely root cause is physical damage throughout the unit.

Event description:
A facility reported an intracranial pressure (icp) monitor (ID 826634) was not reading correctly and it was overheating. No patient contact/injury reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.